Manufacturer narrative:
Initial reporter city:(B)(6).

Event description:
It was reported that stent dislodgement outside the patient occurred.a 3.00 x 48mm synergy xd drug-eluting stent was selected. However, when the protective sheath was removed outside the body, half of stent dislodged from the catheter. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Event description:
It was reported that stent dislodgement outside the patient occurred. A 3.00 x 48mm synergy xd drug-eluting stent was selected. However, when the protective sheath was removed outside the body, half of stent dislodged from the catheter. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR.: synergy xd mr ous 3.00 x 48mm stent delivery system was returned for analysis. A visual examination of the stent found the stent attached to the device. Mid to distal stent damage was noted, with stent struts lifted and pulled distally past the distal tip. The undamaged stent outer diameter was measured using snap gauge within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.